Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributor performed a checkout of the equipment and confirmed the reported complaint. The patient tubing and mask were replaced, resolving the reported complaint. Block a: no report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributor performed a checkout of the equipment and confirmed the reported complaint. The patient tubing and mask were replaced, resolving the reported complaint.

Event description:
The hospital reported that the unit failed the preoperative leak test. There was no report of patient involvement.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction due to the use of the ge healthcare device. The parts that were replaced per the initial report were found to be carefusion parts. Therefore, the fault is with another manufacturer's product and not the advance machine. This is not considered a reportable event on the behalf of ge healthcare.